Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v763711, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v763711, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer reported that there were having strange sensations, tension in the neck, and a return of symptoms. The patient went through a full body scan at the airport and knew right away that she should not have done that. She immediately felt that something was different. Right away after the body scan, she began to have strange sensations. Her legs and torso felt cold, which would last for about 5 minutes and then would go away for 20 min and then return. This continued to come and go. There was also tension in the neck, which was a return of symptoms. This was later in the day after the full body scan at the airport. She had tension in the neck, which was a pinching she got from her dystonia. The manufacturer representative (rep) met with the patient and verified that the stimulation was currently on. The rep said the impedance level was extremely high. The rep rebooted the right side and the patient stated that they did not feel much different. When the rep rebooted the left side, the pinch in her neck went away. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was dystonia and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. **please see manufacturer report #3004209178-2015-22125 for information on the patient's concomitant system.